Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 064) issue. It was reported that the pump emitted an ¿occlusion¿ alarm. It was noted that the user changed the infusion set but was not able to test it due to another call service alarm issue. It is unknown whether the infusion set caused the ¿occlusion¿ alarm. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 05/20/2014 - device evaluation:the pump has been returned and evaluated by product analysis on 04/23/2014 with the following findings:a review of the pump¿s black box history showed that one ¿occlusion¿ alarm was recorded on 03/25/2014. During testing, the pump was not able to complete the rewind, load, and prime steps due to a call service alarm. The pump was not able to be exercised because the call service alarm was not able to be cleared. The pump case was removed and moisture corrosion was observed on the motor flex connector and printed circuit board. The complaint that the pump emitted an ¿occlusion¿ alarm was observed in the pump history but was not able to be duplicated during investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.